Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. .

Event description:
Fifty-eight patients underwent latitude total elbow replacement. Of the 58 patients 6 patients required revision surgery. Three of the 6 revisions were due to infection. Article: early results of latitude primary total elbow replacement with a minimum follow up of two years, authors: saurabh mehta, ann birch, prof a watts, prof ian trail.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.